Event description:
The customer tested his blood glucose and received a reading of 279 mg/dl using his breeze2 meter. He retested using another meter and received a reading of 100 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement strips and a new meter were sent to the customer.